Manufacturer narrative:
H3: hardware analysis was completed on the returned probe. As reported, the tip of the returned probe was visibly bent. However, with markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking and verification. H6: b01, c07 and d02 apply to the probe. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that deformation of the cervical probe tip was observed. The cause was unknown. The procedure was completed using another instrument. There was no surgical delay and no impact on the patient outcome.